Event description:
It was reported that the patients ipg was explanted due to lack of pain control and difficulty charging ipg. The patient was doing well postoperatively and the explanted ipg will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date of explant. Block d6b: explant date: (B)(6) 2021.